Manufacturer narrative:
No pt intervention was required. Actual heparin delivery unk. A gambro technical services (gts) field rep found heparin syringe contained a small amount of blood/fluid and air, since it presumably moved backwards. This might explain why the actual delivery heparin could not be determined. The service tech was unable to duplicate the reported failure. He checked manual operation of heparin pump and verified voltage. He performed a simulated pt run with similar programmed values and heparin pump delivered accurate volume. No unusual movement of syringe was noted. No machine problem identified. Customer used the machine several times since incident, machine worked properly.